Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
The delivery system was removed from the patient's cavity. When the system was removed, the capsule fell off the delivery system onto the ground. No known adverse events were reported.